Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged in an unintended location. The index procedure was attempting to treat a 90% restenosed lesion located in a non bsc stent previously implanted in the distal right coronary artery (rca). Pre dilation was performed using an unspecified device resulting in 30% residual stenosis. The physician then attempted to advance the 2.5x28mm taxus liberte into the mildly calcified proximal portion of the vessel, but the stent came off the balloon. The balloon catheter was removed without the stent, but no retrieval device was used because the stent remained on the wire. An attempt was made to pull the stent back into the guide catheter, but the stent became immobilized in the proximal rca. A 1.5x15mm maverick balloon was used to recover the stent and then deployed the stent in the proximal rca using 16 atmospheres (atms). Subsequent post inflations were performed with a 2.5mm maverick balloon and also 2.5mm, and 2.75mm and 3.0x15mm quantum maverick balloons. Ivus was used. The target lesion in the distal rca was not treated. The patient's condition was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.